Event description:
It was reported that the asymptomatic patient presenting in clinic, the pulse generator exhibited backup vvi mode. The device was interrogated (B)(6) 2017 in backup operation and printed a backup status report. The clinician was unable to send the backup status report to tse. The device was able to restore itself and the clinician proceeded with the interrogation.